Event description:
Hosp contact reported that the device was not working correctly. Upon receipt of the device for repair, it was noted that the pivots at the front end were broken off and missing. No pt injury or surgical malfunction was reported but the hosp contact cannot answer as to the location of the missing pieces. Co is therefore taking the conservative approach and filing.